Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 99% stenosed left circumflex (lcx). Initially, a different 2.5mm balloon could not cross the lesion. The balloon was removed and they attempted to cross the lesion with the maverick2 monorail balloon. The balloon met resistance while attempting to cross the lesion, but it eventually was able to cross. The balloon was ruptured during the initial inflation to 12 atms. The procedure was completed with a different product. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded by the user facility. The root cause of the event could not be determined.